Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump had a bolus anomaly due to an occlusion. The customer's blood glucose was 270 mg/dl at the time of the event. Her most recent blood glucose was 540 mg/dl, for which the customer treated via manual injection. The customer stated that she tried to bolus, but the whole infusion set was disconnected. She stated that she did not see any insulin coming out and did not believe she was receiving any. She advised that she had contacted her doctor regarding unexplained high blood glucose. She was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime with the current set. She stated that insulin exited at the quick release. She was advised that the supplies would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.